Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on (B)(6) 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient¿s left breast prosthesis was observed to have migrated resulting in an undesired, asymmetric positioning of the prosthesis. A healthcare provided conducted an ultrasonography and a diagnosis of implant displacement/migration was determined. As a result, the patient underwent removal and replacement with a mentor gel prosthesis on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2021, mentor completed an evaluation of the device utilizing the photo. Evaluation summary: according to the information received, the patient experienced implant displacement with a mentor gel breast implant. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient¿s left breast prosthesis was observed to have migrated resulting in an undesired, asymmetric positioning of the prosthesis. A healthcare provided conducted an ultrasonography and a diagnosis of implant displacement/migration was determined. As a result, the patient underwent removal and replacement with a mentor gel prosthesis on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).